Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. During preparation and during the procedure, while performing aspiration there were some bubbles inside the tubing. After left veins ablations with a farawave catheter in the sheath it was noticed that the valve was leaking. The sheath was replaced, and the procedure was completed without patient complications. No air seen inside the patient. The device is expected to be returned.